Manufacturer narrative:
Product analysis: no product was returned.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there was difficulty advancing the delivery catheter system (dcs) through the descending aorta and resistance was felt. The patient began to decompensate, and fluoroscopy indicated a descending aortic dissection. The dcs was removed and noted to be in good condition. The valve was not implanted. Subsequently, the valve was replaced surgically, and successful surgical intervention was performed to repair the dissection with a stent graft. Hours following implant, the patient died. Per the physician, the dissection was caused by the dcs which contributed to the death. Right ventricular dysfunction occurred following surgical repair. Per the physician, the cause of death was right ventricular dysfunction.

Manufacturer narrative:
Conclusion: a device history record review was performed on the delivery catheter system (dcs). The review confirmed that there were no correlations or issues identified regarding manufacturing. The devices were manufactured per approved and released manufacturing processes and the devices met all applicable manufacturing specifications prior to release for distribution. No issues were identified that would have impacted this event. The dcs was returned to medtronic for analysis. Bends and kinks were observed on the capsule and catheter shaft. The description of the event does not indicate that these bends/kinks occurred during the reported issue. The dcs was returned to medtronic in a coiled configuration, therefore the bends/kinks most likely occurred due the configuration of the device during transport back for analysis. White delamination between the capsule outer polymer and the nitinol frame was observed on the capsule. This delamination typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or it may have also occurred due to the coiled configuration the dcs was returned in. There was no other damage observed on the dcs. Overall, there were no findings to suggest a device quality deficiency related to the manufacturing of the device. Difficulty advancing the delivery catheter system (dcs) is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, the cause of the difficulty advancing the dcs could not be determined given the information available, however advancement difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Angiographic images were received for review. The imaging confirmed there was a good valve load to start the case as per medtronic¿s best practices. The imaging provided did not confirm the difficulties advancing the system. The images confirmed the presence of an aortic dissection in the descending aorta. Vascular injuries, such as dissection, and death are known potential adverse patient effects per the evolutr system instructions for use (IFU), and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. The cause of the dissection and its potential relationship to the dcs, cannot be established. There was no information to suggest a device quality deficiency may have caused or contributed to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the handle appeared intact. The device was received with the capsule fully closed. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locks in place when released. The tip-retrieval mechanism appeared intact. There was no damage noticed on the threading of the screw gear. The capsule appeared bent or bowed. Voids were observed along the length of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. The dcs had a kink on the stability shaft approximately 28cm/11in from the strain relief. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.